Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states that the chair moves on its own. He was working on the chair and the chair was moving away from the technician.